Manufacturer narrative:
The reported field event of loss of telemetry was not confirmed in the laboratory. Upon receipt, the device was at eri. A longevity calculation was performed based on the available programmed parameters and usage information and was found to be within the expected limits. When the battery was replaced, telemetry was able to be maintained. Bench testing of the device revealed no anomalies.

Event description:
During follow-up, the pacemaker lost connection several times while performing diagnostic measurements. The device was found to be at eri, so it was explanted and replaced. The patient's condition was stable.